Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that the tip of the rc014it retrograde cardioplegia cannula body was found deformed after the cannula was used and removed from the patient. It appeared like it was pushed by the stylet inside and got dented. The deformation was not noticed before use and it was inserted to the coronary artery. The stylet was removed and the device was used. There were no patient injuries occurred. The patient status was reported as 'recovered'. The device was stored flat at the hospital.

Manufacturer narrative:
Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported that the tip of the rc014it retrograde cardioplegia cannula body was found deformed after the cannula was used and removed from the patient. It appeared like it was pushed by the stylet inside and got dented. The deformation was not noticed before use and it was inserted to the coronary artery. The stylet was removed and the device was used. There were no patient injuries. The patient status was reported as 'recovered'. The device was stored flat at the hospital.